Manufacturer narrative:
Age, weight, ethnicity, race: unk. Expiration date: unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon saw a female patient with plus powered icl implantable collamer lens, implanted in left eye (os) in 2004 - 2005. The lens was reported as having a low vault. The endothelial cell count was low (1500). The lens remained implanted. Additional information has been requested but none has been forthcoming.